Manufacturer narrative:
We received one 120602f catheter without the packaging for examination. The reported event of burst while pulling the catheter back was confirmed. Part of the balloon latex and the distal balloon windings appear to have been pulled off the catheter tip and were not returned. The spring tip has been completely stretched. The proximal windings are still attached to the catheter. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU the max pull force for this catheter is 0.5 lbs. On an inflated balloon. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
As reported, after a resection of an aneurysm there was a thrombectomy from all three lower leg vessels. The fogarty catheter was used without problems in 2 vessels. However, in the thrombectomy of the last vessel the balloon was blocked and it burst while pulling the catheter back. After this it was difficult to pull back the catheter. After removing the catheter from inside the patient it was noticed that only the plastic from the outer shaft of the catheter was out, but not the inner metal spiral. The inner metal spiral could be removed separately and the wound was closed normally. It was confirmed that no missing pieces remained inside the patient by x-rays. There was no allegation of patient injury.